Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: an air pen fell apart. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the coupling head of the air pen drive apd became loose. We are not able to determine definitely the root cause. The failure might be caused from exposure to overstress during application or transport either or from a deficient assembly procedure while production. The manufacturing documents were reviewed and no complaint related issues were found. The device was assembled according to the current instructions and passed the final test successfully. Nevertheless the work instruction has been modified. Device was used for treatment, not diagnosis.